Manufacturer narrative:
Vyaire file identification: (B)(4). Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not yet returned.

Event description:
It was reported to vyaire medical that the avea ventilator has been sitting for a period of time and that it is not currently functional. It does not ventilate at all, no waveforms, unit would not perform est (extended systems test), alarming circuit disconnect/occlusion. There is no information of patient involvement associated with the event as of this time.